Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass on the anastomosis of gastric pouch, the surgeon was having a hard time separating the anvil and the introducing tube and ended up stapling the suture string into the anastomosis. The surgeon left the string, to prevent further complications. When the time the surgeon was removing the string, it was caught in the pouch and stapled through the suture. The surgeon decided to leave the suture in place. The patient was alive with no injury.